Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 4 caused the entire station to go offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was completely offline, unable to reboot, and displaying a black screen, indicating a possible controller or drawer related failure impacting the entire unit. A field service engineer (fse) disconnected auxiliary units to isolate the cause, and found auxiliary 2 was preventing the station from powering up. Through further process of elimination, the issue was traced to full height drawer 4. Although all controller connections were found to be properly attached, both the drawer controller and rear module controller were proactively replaced. A fully functional module controller salvaged from a previously returned drawer was used due to inventory constraints, and the drawer was successfully reconfigured. Post repair testing was conducted using the hardware test application, confirming the unit powered up properly, remained online, and functioned as expected. The system functioned as intended after the field service engineer repaired the device.